Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The caller resolved the issue by resetting the pump before contacting support and successfully started their sensor session.